Manufacturer narrative:
During a coil embolization for internal carotid-paraclinoid aneurysm/ v-v shunt, large resistance was felt during insertion of two trufill dcs orbit coils (637cs1030 and 637cs1230) through the same noncordis microcatheter (progreat/terumo). The orbit coils prematurely detached when they were pulled back. Both devices were exchanged for another same size product after removal from the patient. In addition, it was reported that there was large friction between the microcatheter (606151x) and the noncordis guidewire (transcend/boston scientific (B)(4)) during delivery. Both devices were removed as a unit and the procedure was continued with other products. The procedure was completed successfully without any patient injury. There is no information regarding vessel characteristics. A constant flush was maintained at all times. There were no damages noted on the microcatheters. The manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot final assembly lot 15031190 and coil subassembly lots 15011056 and 14096641 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the resistance during insertion of the orbit coil into the noncordis microcatheter with which compatibility has not been established. It is likely that this resistance and device interaction contributed to the premature detachment of the coils during withdrawal. It is possible that procedural factors, the concomitant microcatheter and/or vessel characteristics may have contributed to the reported events occurring during insertion of the orbit coils; however, no conclusion can be made. There is no indication that the events are related to the manufacturing process based on the device history record review; therefore, no corrective actions will be taken. This one of three products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00081, 1058196-2010-00082, and 1058196-2010-00083.

Manufacturer narrative:
A constant flush was maintained at all times. Both coils detached when it was being removed in the mc. Other than the reported events, no other damages were reported with the coils or delivery systems. After removal, no other damages were noticed on the microcatheter. No further information was available. This one of three products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00081, 1058196-2010-00082, & 1058196-2010-00083. Additional information will be submitted within 30 days of receipt.

Event description:
There was no information about the target vessel characteristics. Coil embolization for ic-paraclinoid aneurysm/ v-v shunt. Large resistance was felt while the 637cs1030 (pi#-1- 1-a8tzwh) was advanced in the microcatheter (progreat, terumo). The delivery system was pulled back, but the coil was prematurely detached. The device was exchanged to the same size other product after removal from the patient. The same thing occurred with the 637cs1230 (pi#-2- 1-a8tzx8) was advanced in the same microcatheter. The device was exchanged to the same size other product after removal from the patient. Large friction occurred between the (mc) microcatheter 606-151x (pi#-3- 1-a8tzxo) and the guide wire (transcend, boston scientific (B)(4)) during the delivery. Both of the devices were removed as a unit, and the procedure was continued with other products. The procedure was completed successfully without any patient injury. Additionally it was reported that the same thing occurred with the second product reported with lot number 13452750/637cs1230 (pi#2-- 1-a8tzx8).